Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist (tss) found that the universal bus cable (usb) power management in device manager was disabled. Further the tss guided customer through restarting the cabinet using the power switch, and all in one (aio) was also restarted. Post restart verification showed no failed drawers on the populate buttons screen. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer offline resulted in unable to login to issue medication, the issue was identified in device manager, where usb power management was disabled where applicable. A technical support specialist guided the customer through restarting the cabinet using the power switch and then restarting the aio. No failed drawers were found. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.